Event description:
It was reported that the patient underwent a procedure for posterolateral fusion at l4-s1 utilizing rhbmp-2/acs. Following surgery, the patient followed up with her physician. She began to develop increasing back pain and radiating pain to her legs and feet. At times she was unable to stand. The patient reportedly has never recovered from her surgery, and she continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014: the patient presented for follow-up of ckd iii, dm, and hypertension. Assessment: injury of kidney; osteoarthritis; post-surgery back pain; hypothyroidism; chronic obstructive lung disease; chronic kidney disease stage 3; type ii diabetes mellitus without complication; coronary arteriosclerosis; cardiomyopathy; essential hypertension; malignant tumor of breast; chemotherapy; post-mastectomy pain.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 bone scan mild knee arthritis. Mild spine uptake mid lumbar spine. On (B)(6) 2006 full body bone scan shows signs of obesity and slight increased uptake in the lumbar spine. On (B)(6) 2006 ap/lateral right knee show no significant arthritis or mal-alignment. On (B)(6) 2007 mammogram no comment. On (B)(6) 2008 chest x-ray ap view shows enlargement of the cardiac shadow. No bony pathology is noted. On (B)(6) 2008 mammogram no comment. On (B)(6) 2008 chest x-ray ap view appears to show enlarged heart shadow, likely due to technique. Pulmonary fields are normal. No bony pathology noted. On (B)(6) 2008 echocardiogram no spinal pathology noted. On (B)(6) 2008 chest x-ray no spinal pathology noted. On (B)(6) 2009 mammogram no spinal pathology noted. On (B)(6) 2009 bone scan no spinal pathology. On (B)(6) 2009 chest x-ray ap again shows enlarged heart shadow due to technique. On (B)(6) 2010 lumbar MRI sagittal t2 views show desiccation and narrowing of the l5 disc with anterior disc extrusion and posterior midline bulging. At l4 there is a midline subannular protrusion. At l3 there is evidence of facet hypertrophy and moderate stenosis. Axial views verify facet hypertrophy at l3 and l4 with moderate lateral recess stenosis and central hnp at l4. Facet effusion is noted on the right at l3/4. Evidence of left previous l5 laminectomy is also noted without evidence of residual hnp. On (B)(6) 2010 chest x-ray single ap view appears normal. Axial skeleton is not well visualized. Cardiac shadow and pulmonary fields are normal. On (B)(6) 2011 mammogram no comment. On (B)(6) 2012 mammogram no comment breast us no spinal pathology delineated 2x1cm cystic mass delineated. On (B)(6) 2012 lumbar MRI advancement of pathology is seen since 2010 with central hnp at l4, advanced degenerative arthritis and endplate irregularities at l5, stenosis at l3. Axial views show small disc protrusion on the left at l5 new since 2010. Also noted, the hnp at l4 is now right paracentral with more severe l4 stenosis. Facet hypertrophy has advanced with more severe central stenosis at l3 and l4. On (B)(6) 2013 lumbar series advanced arthritis is noted at l5 and to a lesser extent l4. Disc narrowing is seen at both levels. On (B)(6) 2013 lumbar x-rays (2) a lateral view with penfield 4 at the l5 disc space is seen, inter-operative. The second film shows pedicle screws present at l4, l5 and s1 not yet connected with rods. Screw position appears satisfactory from the lateral view. On (B)(6) 2013 CT head no spinal pathology is noted CT abdomen/pelvis pedicle screw construct can be seen from l4 to s1. Image quality does not permit assessment of spinal canal dimensions chest x-ray ap view portable upright suggests an enlarged cardiac shadow however this is most likely technique. No bony pathology is noted. On (B)(6) 2013 chest x-ray ap view shows apparent enlarged heart. No bony pathology is noted. On (B)(6) 2013 mammogram no comment. On (B)(6) 2013 lumbar CT axial views show pedicle screws at l4, l5 and s1. Pedicle screw at l5 left is exterior to the lateral body. No penetration of the spinal canal is noted. Neural axis cannot be evaluated. Fusion cannot be assessed. On (B)(6) 2013 right foot three views great toe ip joint shows advanced djd. Navicular is prominent medially. On (B)(6) 2013 right hip series advanced degenerative narrowing is noted of the right hip. Lateral osteophyte is seen off the lateral acetabulum. Early cyst formation is also seen in the femoral head, just lateral to the weight-bearing dome. On (B)(6) 2014 chest x-ray no spinal pathology is noted. On (B)(6) 2014 bone scan mild increase is seen in the lumbar spine. Some increased signal is noted in both lateral knee compartments and right hip right hip series shows advancement in hip degeneration with some flattening of the femoral head at the weight-bearing dome. Instrumentation is seen in the lumbar area at the edge of the film. On (B)(6) 2014 mammogram no comment. On (B)(6) 2014 abdominal CT spinal instrumentation remains in place. Particulars regarding the spinal axis cannot be interpreted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 1997: the patient underwent mammography of breast. Impression: stable appearing glandular pattern of both breasts. On (B)(6) 1998: the patient underwent mammography of both breasts. Impression: no change in the parenchymal pattern of either breast. On (B)(6) 1998: the patient underwent ultrasound of female pelvis. Impression: non-specific evaluation of female pelvis. On (B)(6) 1998: the patient underwent extensor indicis proprius transfer to extensor pollius longus, left hand. On (B)(6)1999 and (B)(6) /2000: the patient was diagnosed with malign neoplasm breast. On (B)(6) 1999: the patient underwent right modified radical mastectomy. On (B)(6) 1999: the patient presented with fever. Diagnosis: cellulitis of right chest wall. The patient underwent x-ray of chest due to chest pain and fever. Impression: normal chest. On (B)(6) 1999: the patient underwent a procedure for cellulitis of right chest wall and abscess of the right axilla and specimen were sent to culture. On (B)(6) 1999: the patient presented with fever and drainage and swelling in the right chest wall. Assessment: cellulitis in the right chest wall. Recent mastectomy. On (B)(6) 1999: the patient presented for consultation. Assessment: t2nomoer/pr positive , herceptin positive, infiltrative ductal car cinoma of the right breast status post mastectomy. History of hypertension and asthma. On (B)(6) 1999: the patient presented for chemotherapy. On (B)(6) 1999: the patient presented for follow up. On (B)(6) 2000: the patient underwent diagnostic unilateral mammogram of left breast. Impression: no evidence of malignancy. On (B)(6) 2000: the patient presented with left sided numbness. On (B)(6) 2000: the patient underwent ncv analysis on both upper extremities. Normal. The patient underwent ncv analysis on both lower extremities. Impression: abnormal study demonstrating prolongation of the left peroneal f-wave. On (B)(6) 2000: the patient underwent MRI of head pre and post intravenous contrast enhancement due to severe headache, speech problem, and facial numbness with history of cancer. Impression: remarkable study. On (B)(6) 2000: the patient presented for follow up. Assessment: carcinoma of the breast, no evidence of recurrence. Migraine. Hypertension. On (B)(6) 2000, (B)(6) /2001, (B)(6) 2002 and /2003: the patient was diagnosed with breast cancer. On (B)(6) 2000: the patient presented for follow up. Assessment: carcinoma of the breast, no evidence of recurrence. Hot flashes. On (B)(6) 2001: the patient presented for a follow up. On (B)(6) 2001: the patient presented with significant leg pain. Assessment: carcinoma of the breast. No evidence of recurrence. Anemia. On (B)(6) 2002: the patient underwent x-ray of chest. Impression: no evidence of acute cardiopulmonary disease. The patient underwent x-ray of right shoulder due to breast cancer, chest and shoulder pain. Impression: negative shoulder. 04/22/2002: the patient presented for a follow up of right shoulder pain. Assessment: arthritis of the right shoulder. On (B)(6) 2002: the patient presented for a follow up of right shoulder pain. Assessment: right shoulder pain, possibly tendinitis. On (B)(6) 2002: the patient underwent bone scan, complete/multiple. Impression: the findings are consistent with degenerative disease. No evidence of metastasis disease. On (B)(6) 2002: the patient presented with right shoulder pain. The patient underwent x-ray. Impression: probable adhesive capsulitis and bursitis with a component of rotator cuff tendonitis of right shoulder. On (B)(6) 2002: the patient presented for follow up of breast cancer. On (B)(6) 2003, (B)(6) 2002, (B)(6) 2001: the patient underwent left unilateral diagnostic mammogram. Impression: stable appearing glandular pattern. No abnormalities identified. On (B)(6) 2003: the patient underwent x-ray of chest and follow up of breast cancer. Impression: borderline cardiomegaly. No acute chest findings. Right mastectomy noted. Opacity adjacent to the right lateral chest wall as described. On (B)(6) 2006, (B)(6) 2005, (B)(6) 2004 and (B)(6) 2003: the patient presented for follow up of breast cancer. On (B)(6) 2007: the patient presented for follow up of breast cancer. On (B)(6) 2015: the patient presented for follow up of her breast cancer. The patient underwent left breast diagnostic mammogram. Impression: no mammographic evidence of malignancy.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2013 office visit lumbago, lumbosacral spondylosis (B)(6) 2013 emergency visit septicemia or sever sepsis (B)(6) 2013 office visit chronic pain (B)(6) 2013 office visit lumbago, degenerative disc disease (B)(6) 2013 office visit chronic pain (B)(6) 2014 emergency visit joint pain pelvis (B)(6) 2014 hospital visit, worsening renal function (B)(6) 2014 office visit lumbago, post laminectomy syndrome (B)(6) 2014 office visit, chronic pain (B)(6) 2014 office visit chronic pain (B)(6) 2014 office visit chronic pain (B)(6) 2014 office visit back pain (B)(6) 2014 office visit joint and leg pain (B)(6) 2014 office visit chronic pain (B)(6) 2014 office visit chronic pain (B)(6) 2014 office visit chronic pain (B)(6) 2014 postsurgical hypothyroidism , outpatient lab work (B)(6) 2014 office visit chronic neck pain, medication check, long term use necessary, oxycodone (B)(6) 2015 office visit, chronic pain, joint pain, leg pain, management post back surgery.